Manufacturer narrative:
H3, h6: a software analysis was initiated. However it was not a software issue. Complaint data analysis found the event was due to a hardware issue. Replaced power supply board and umbilical cord. System functions normally. Software functioning as designed. B01, c19, d14 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when booting the system, it went from stand alone mode into initializing. When they tried to perform a spin, the ias (imaging acquisition system) went back into stand alone mode unwarranted, preventing them from using it during a case. The system intermittently oscillated between being ready and in stand alone mode. They were able to get the spin at the beginning of the case to start the surgery. The system failed the second spin which was going to be used for navigation. The surgeon switched to competitor's imaging system to confirm the screw placement. Imaging and navigation was aborted. Patient was present. There was less than half an hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
The manufacture representative went to the site to test the imaging system and replaced power supply board and umbilical cord. System functioned normally. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1, product ID: bi71000167, product ID: bi71000450, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The umbilical cable was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Umbilical cable passed bench test. Continuity test passed and was installed in test system. The system initialized. The cable intermittently disconnect when it is wiggled at the rear cab breakout termination. B01, c02, d02 are applicable the power supply pls1 was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed ps1 in test system. The system initialized. Generator, communication and charging readied. Ps1 output voltage was 5.10vdc. 2d and 3d images were successful. B01, c19, d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot#: (B)(6); product ID: bi71000450, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.